Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that they are unable to push any fluid/saline through the line and unable to inject through them could not be verified due to the product not being returned for failure investigation. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported smallbore 6 inch ext vlv had blockage issues. The following information was provided by the initial reporter: "we are unable to push any fluid/saline through the line and therefore, we are unable to inject through them."

Event description:
It was reported smallbore 6 inch ext vlv had blockage issues. The following information was provided by the initial reporter: "we are unable to push any fluid/saline through the line and therefore, we are unable to inject through them."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that they are unable to push any fluid/saline through the line and unable to inject through them could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125796 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.